Manufacturer narrative:
The mentor failure analysis lab has received and completed the evaluation of the suspect medical device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the siltex uhp 590cc returned device. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation (mre) was performed for the finished device number 7280406, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional event information that the patient¿s pathology report returned with lymphoid proliferation disorder in the left breast capsule, and the patient experienced additional systemic issue of vascular coagulating disorder. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a breast augmentation revision with two 500cc smooth mentor memorygel breast implants experienced unexplained systemic symptoms postoperatively, including breathing issues, swallowing issues, hair loss, joint paint, requiring a cane for walking, palpitations, brain fog, unable to concentrate, libido, chronic fatigue, chills, and whole body pain. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent explantation without replacement on (B)(6) 2020. Furthermore, the patient reported consulting an oncologist post explantation of the devices, and was informed she has autoimmune issues and was monitoring for lupus, as well as suffered from propioni bacterial infection. The patient also reported improvement in generalized illness symptoms post explantation. This medwatch report is for the left-sided implant.